Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set was "leaking on the tube". This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One (1) actual device was received for evaluation. Visual inspection was performed with hole/cut in the silicone tube. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing was performed which noted a leak through a hole in the tubing. The reported issue was verified. The cause of the issue was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.